Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet got stuck in the right ventricle lead. The lead was not used and replaced. The patient was in stable condition.